Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The patient received numerous shocks in a short amount of time for what appeared to be an incessant type ventricular tachycardia (vt) or vt storm. It was unclear if the battery depletion was normal based on the multiple shocks or premature battery depletion. The ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.